Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to 3+. There was no adverse patient sequela and no clinically significant delay during the procedure. No additional information was provided.